Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: while using the device, the manta device could not be inserted into the manta sheath. Follow up with physician who conducted the procedure: he confirmed that he used the product according to the IFU. The manta was used for large bore closure (lbc) of femoral artery after a pci procedure supported with percutaneous ventricular assist device. After the removal of the 14f sheath used for the intervention, the manta sheath was inserted into the vessel without any problems. During the attempt to insert the manta bypass tube, the hemostatic valve provided abnormal resistance and would not allow the entry of the bypass tube. During the maneuver the manta delivery tube had kinked, so that physician could not trust in its proper performance. He decided to use a new 14 f manta device from same lot and to use it over the same sheath. He was able to insert the bypass tube, still with some resistance, but could proceed as intended and followed by a successful vascular closure. The patient had well recovered after the intervention and is discharged from the hospital in the meantime.

Manufacturer narrative:
One manta handle closure device with collage/toggle sandwich attached, one depth locator, one sheath hub, bypass tube, and puncture locator were returned for investigation. The device was decontaminated then visually inspected. The device exhibited the anchor, collagen and radiopaque lock pushed/deployed outside; the device lever was not pulled and engaged. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a protected pci, a 14f ce manta was planned for closure. The physician encountered difficulty advancing the bypass tube through the hemostatic valve of the manta sheath. The first sheath remained in place, and a second 14f ce manta device was opened and deployed with minimal resistance; successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.